Event description:
Customer reported that four years ago (date is an approximation) a deceased pt (cardiac arrest) was tested with an elite blood glucose meter with a venous sample and rec'd a result of 327mg/dl. The lab results later showed a result that was approx 300mg/dl higher than the elite's reading taken on a venous sample. The incident happened 4 years ago and it is unknown how long the pt was deceased when the sample was taken. The sample was taken during CPR and after an IV had been administered. The pt was deceased prior to the the blood glucose results and was not revived. The customer was reminded that the elite meter is not recommended for use in this type of situation - in accordance with the product insert. This complaint is considered closed unless further info becomes available - the meter used is identified for testing.